Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that during a device change out procedure, pacing impedance measurements of greater than 2000 ohms were measured on this chronic right ventricular (rv) defibrillation lead. It was reported that initial lead measurements through the pacing system analyzer (psa) were within normal limits. Boston scientific technical services (ts) was contacted regarding this issue and suggested mineral oil to aid in a proper connection. The field representative reported that the lead was successfully reinserted into the device header and all measurements were within normal limits. Subsequently, the pacing impedance measurements returned to greater than 2000 ohms and threshold measurements were 7 volts at 1.0 millisecond. A revision procedure was performed and this lead was explanted. No adverse patient effects were reported.